Manufacturer narrative:
The root cause for the dissociation of the resurfacing femur and the stem extension was unable to be determined. The patient has undergone two previous revision surgeries for dissociation since her primary surgery all performed by dr. Siegel. The patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture of the implants or a nonconformance.

Event description:
On (B)(6) 2020, a (B)(6) female underwent a revision surgery due to dissociation of stem extension and resurfacing femur dissociated. During the revision surgery, the tibial hinge component, tibial poly spacer, resurfacing femur, and resurfacing femur axial pin were all replaced with identical implants.